Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02/10/2020.

Event description:
The customer reported a battery failure, and requested a quote for a (pcba) printed circuit board assembly power management board. There was no patient involvement.

Manufacturer narrative:
G4: 22apr2020. B4: 23apr2020. The manufacturer¿s field service engineer (fse) confirmed the reported issue. The fse replaced the pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.